Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite to evaluate the customer's device. The fsr replaced the main power switch. User verification tests and calibrations were performed on the device. The device passed all tests and performed as per manufacturing specifications if additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator's screen was blank. The customer reported that there was no patient involvement.